Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Review of log file showed malfunction of the x-ray generator. The fse performed the troubleshooting action and found defective power inverter (point). The fse replaced the defective power inverter, but the issue was not resolved. On further investigation, the fse found that x-ray tube was defective. So, the fse replaced the x-ray tube. After replacement of the x-ray tube, the system was returned to use in good working order. The codes were updated based on the investigation outcome.the health impact code was corrected.

Event description:
It has been reported to philips that the x-ray tube was defective - exposure was not possible. No harm has been reported to philips. Philips has started an investigation of this complaint.